Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the lens damage is related to injector use and loading error. The device was returned to b+l for evaluation and subjected to visual examination, which revealed the haptic was torn at the hinge. The lens damage is consistent with lens damage associated with lens injector use. (B) (4): sutures.

Event description:
The physician reports that the crystalens trailing haptic tore during delivery using crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the damaged lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2010-00037.